Manufacturer narrative:
(B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional clinical chemistry albumin bcg reagent, lot 80051hwoo, expiration date: 7/15/11. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated incorrect clinical chemistry albumin bcg results were generated and were approximately 10% higher when new reagent was used. The customer further stated the calibration and evaluation was significantly different from the next lot of reagent and noticed the quality control was higher than the target level. The customer checked each reagent bottle for particulate matter, stability and quality control since the reformulation of the aeroset albumin bcg reagent. There was no impact to patient management.